Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from (B)(6) stating that they could not remove the cutter from the device. It was reported that the device was being used in surgery with no patient or user injury. It is unknown if medical intervention occurred. No additional information available.